Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument involved with this complaint for failure analysis. Therefore, the root cause of the customer reported event cannot be determined. A follow up MDR will be submitted if the instrument is returned and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that unwanted cauterizing (arcing) was observed on an unspecified area. Although no patient harm occurred, it is unknown what caused the customer reported failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon was cauterizing a unspecific area using the permanent cautery spatula instrument, cauterizing was also observed on the adjacent area. There was no report of patient harm, adverse outcome or injury.